Event description:
In 2009, the patient stated that while removing the insulin cartridge from the infusion device the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. She stated that she does not attach the adapter and infusion tubing to the insulin cartridge prior to insertion and she was educated on the proper procedure. No physiological effects were reported. The patient switched to her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.